Manufacturer narrative:
Approximate age of device - 3 years, 8 months and 2 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2018, it was reported the patient's clinicians suspected pump thrombus. A ramp echocardiogram was performed , but the patient's aortic valve (av) was still unable to close. Even at a higher speed, a calculated flow value (continues to be dashes) was unable to be obtained. There were no alarms since the patient had fluid resuscitation as well as 1 unit of red blood cells (rbc) for a hematocrit (hct) of 19%. The manufacturer¿s technical service representative reviewed the submitted log file and observed low flow alarms throughout the log file. The power and flow parameters went back to normal.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. The account submitted a log file to be analyzed for persistent low flow alarms and any indication of device thrombosis. Evaluation of the log file confirmed multiple low flow hazard alarms. Although a specific cause for this finding could not conclusively be determined through this evaluation, the file did not appear suggestive of thrombus. The pump appeared to be functioning as intended. The heartmate ii lvas instructions for use contains information regarding pump speed, power, flow, and pulsatility index (pi). It also explains that pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.